Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate shocks for sinus tachycardia with rapid ventricular response. The device delivered anti-tachycardia pacing (atp) and shocks which did not convert the patient. Therapy was exhausted. Boston scientific technical services (ts) discussed programming options. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service.this investigation will be updated should further information be provided.